Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. D4: expiration date was initially reported incorrectly. Complaint sample was evaluated and the reported event was confirmed. The flex drill was returned with a bent drill bit and a deformed flex shaft. This device will no longer function as intended. The flex drill shows wear and tear that has occurred during a potential field age of approximately 4 years 8 months. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is normal wear during use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00879001536, dome impactor, 61365264. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00103. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was drilling the screw and the flexible shaft deformed. When the surgeon impacted the poly into the shell, dome impactor broke. No adverse events have been reported as a result of the malfunction.